Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning was triggered for the right ventricular (rv) lead due to increasing impedance. In addition, high sensing integrity counter (sic) was observed and a lead fracture was suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.